Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 14.0 received the lowbatteryalert (104) on 10/08/2025 21:15:00 after more than 7 days at 7.61 days. Battery cycle 13.0 received the lowbatteryalert (104) on 10/01/2025 05:01:00 after more than 7 days at 21.95 days. Battery cycle 12.0 received the lowbatteryalert (104) on 09/08/2025 20:37:00 after more than 7 days at 26.16 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Unit also passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on force sensor flex connector (gold traces) along with electronic assembly. The following cosmetic damages were noted: scratched case, battery cap contact missing, pillowing keypad overlay, cracked keypad overlay, label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and missing display window/cover. In conclusion, customers alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected no delivery alarms noted. Battery cap metal contact was received missing. However, upon deconstructive analysis corroded of force sensor gold traces and electronic assembly were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged diminished battery life, metal piece on battery cap came off, multiple unexplained no delivery alerts. The customer reported no adverse event. The event involved products unomedical, unk_reservoir and mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.